Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap colectomy of cecum with terminal, they found a blue foreign material in the abdominal cavity. It was immediately retrieved. It is not known where the foreign material came from.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of device returned by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Based on the product analysis, the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.